Manufacturer narrative:
Lot number changed from unavailable to pd1c08082051. Expiration date changed from unavailable to 2/8/2022. Unique identifier (UDI) # changed to (B)(4). Device mfg date changed from unavailable to 8/8/2020.

Manufacturer narrative:
The device was received with the cannula assembly fully deployed. Inspection of the cannula assembly did not find the soft cannula bent, kinked or damaged. The download data did not show any timeouts or drive stalls during the run. Cracks were observed on the top housing of the device. Although damage was observed to the housing, it did not affect the functionality of the device.

Manufacturer narrative:
We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient's blood glucose (bg) levels reached 294 mg/dl, while wearing the pod between 4 and 24 hours on hip/buttocks area. Multiple corrections were administered using the pod, but the bg levels did not decrease. The pod was removed, and the cannula was noted to be bent. A new pod was applied to treat the hyperglycemia.